Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the stylus was not functional because the overlay was out of specification. Analysis was unable to confirm that the programmer was freezing. Thes overlay was replaced and the software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept freezing and that the stylus was not functional. The stylus was replaced and recalibrated, but the issue was not resolved. The programmer was returned to service. No patient complications have been reported as a result of this event.